Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered vascular dissection (right coronary artery (rca)). After the procedure was completed, the patient complained about chest pain. A coronary study was done in the cath lab, and rca dissection was confirmed. It is unknown if any medical/surgical intervention was required. It is unknown if prolonged intervention was required. Patient had fully recovered from the event. Physician¿s causality opinion was not provided. No bwi product malfunctions were reported. This event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure.